Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No reagent issue is evident. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 37202 miu/ml and this value was reported outside of the laboratory to the doctor. The doctor did not believe the result because the patient is pregnant with twins and this result would have indicated that the patient was miscarrying. The doctor ordered a repeat of the sample. The sample was repeated with a 1:100 dilution and resulted as 81716 miu/ml. The repeat result was believed to be correct as it fit the patient's clinical picture. A corrected report was issued with the repeat result. No treatment was given or withheld based on the original result. No adverse event occurred. The hcgb reagent lot number and expiration date were asked for, but not provided. The field service representative could not determined a root cause for the issue. He verified the technical operation of the instrument and sample integrity.